Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. No blank display noted. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify unresponsive buttons due to critical pump error. Device received with corroded motor home switch, cracked battery tube, scratched case, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons sticky and had to press multiple times. Customer stated they changed battery once in a week and large crack on insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.